Event description:
The facility reported an intermate in which the luer broke off of the tubing. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one unfilled unit was received. Visual inspection of the unit noted the luer post had been broken off of the distal luer lock's body. The root cause of the broken luer broken near the base of the stem is due to the stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No additional observation was noted from the unit. Based on the finding, the reported problem was confirmed. This issue was investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.